Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was 250 mg/dl. Customer stated that after she put the battery in the medtronic logo popped up then the half the screen got white. Customer stated that the insulin pump was neither dropped nor bumped. Customer troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.